Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged having nasal/throat irritation or soreness, throat soreness .there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported alleging an issue related to a CPAP device's sound abatement foam. It was alleged that the device makes an unusual noise when doing inspiration. The patient has alleged having nasal/throat irritation or soreness, throat soreness .there was no report of serious or permanent patient harm or injury. The device was returned to third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was evaluated and no contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that the complaint was not confirmed and there was no visible foam degradation. The unit was scrapped. Section d1 brand name has been corrected. Section d4 (model #, catalog #, serial #, unique identifier (UDI) # ),section h4 (device manufacture date) and section h6 updated in this report.